Event description:
Reporter alleged blood glucose measured 419, 201, 299, and 165 mg/dl when all were performed within 10 minutes of each other. No actions were taken or treatment recieved as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.